Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and could not determine the exact cause of the intermittent failures in the instrument. Several parts were replaced during troubleshooting. Solenoid banks 1-12, 20-23 and 31-35 were replaced. The count syringe was replaced and its o-ring was lubricated. Tubing was replaced in the count syringe port, wbc port 3, rbc port 3, rbc port 2, valve 15, wbc port 4, valve 25, rinse port 3 and valve 31. The rinse filters were cleaned and the reagent syringe was lubricated. Due to the intermittent erroneous results, the instrument is being replaced by beckman coulter. (B)(4). Patient demographic data was not provided by the customer.

Event description:
The customer reported that a coulter ac.t 5diff autoloader (al) hematology analyzer generated erroneous wbc (white blood cell), hgb (hemoglobin) and plt (platelet) results for two patients on different days. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event. This report documents the event that occurred on the date of event; refer to MDR 1061932-2016-00769 for the report of the event that occurred on (B)(6) 2016.